Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against left device. The device remains implanted.

Event description:
Healthcare professional later reported valve delaminated from shell. The device was explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: total delamination of the valve and crease fold. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure.

Event description:
Patient reported "deflation" against left device. Healthcare professional later reported valve delaminated from shell. The device was explanted.